Event description:
It was reported that durng a vena cava filter deployment procedure, the filter was deployed successfully; however, several legs were crossed upon deployment, additional manipulation with a catheter was performed to uncross filter legs. Although, two legs remain crossed the filter is fully expanded in the ivc. There are no plans to retrieve the filter at this time. There is no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.